Event description:
During a routine follow-up interrogation on (B)(6) 2012, stored episodes were found that contain oversensing on the atrial and ventricular channels from (B)(6) 2011. It was reported that at the time of the recorded episodes, the patient had no recollection of feeling symptoms and does not recall being exposed to any external interference. Device operation appeared normal during the follow-up and remains implanted. On (B)(6) 2012, it was reported that it was later discovered that the patient had a surgical procedure on the date of the event, (B)(6) 2011 and it is assumed that it was cautery used during the procedure as the source of the noise.

Manufacturer narrative:
(B)(4) 2012 - a response from the manufacturer is pending. (B)(4) 2012 - since the device remains implanted, the files from the programmer were reviewed. The records showed that oversensing events were only recorded on the day of the reported surgical procedure, (B)(6) 2011. There is no indication of any pacemaker anomaly from the available data. The pacemaker can remain implanted without further action.

Manufacturer narrative:
(B)(4) 2012. A response from the manufacturer is pending. Device remains implanted.

Event description:
During a routine follow-up interrogation on (B)(6) 2012, stored episodes were found that contain oversensing on the atrial and ventricular channels from (B)(6) 2011. It was reported that at the time of the recorded episodes, the patient had no recollection of feeling symptoms and does not recall being exposed to any external interference. Device operation appeared normal during the follow-up and remains implanted. On (B)(6) 2012, it was reported that it was later discovered that the patient had a surgical procedure on the date of the event, (B)(6) 2011 and it is assumed that it was cautery used during the procedure as the source of the noise.